Event description:
It was reported the patient (B)(6) lost stimulation in the right supra orbital region (off-label placement). X-rays were taken which revealed lead migration. Efforts to recapture effective therapy through reprogramming have proven somewhat successful. Although not optimal, the patient is said to be satisfied with the stimulation relief at this time. There are no plans for invasive intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.